Event description:
It was reported that the flow transducer test during pre-use check failed.there was no patient involved. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported failure of the flow transducer test during pre-use check has been reproduced during test in a reference ventilator. The failures were caused by a flowmeter that had an increased resistance in the flow resistance net. A hypothesis is that particles have clogged the flow resistance net. The flow resistance net is part of the flow measuring in the gas module. The failure of the flow resistance net to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).